Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
According to the manufacturer's database, the patient has a thoracic scs system and a cervical scs system. This issue is related to the cervical scs system. It was reported the patient's incision at her scs ipg pocket site had opened and the ipg was visible. As a result, the scs system was explanted. As of (B)(6) 2016, the site had healed.